Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy while the patient was skiing, and the health care professional (hcp) was concerned the shock was delivered for supraventricular tachycardia (svt). Technical services was contacted and noted that the episode began with regular and fine qrs, with some noise observed which might be myopotential as the patient was skiing. The noise was correctly discriminated by the s-ICD. A few seconds later, the rhythm changed with more variable qrs, different morphologies and rate. However, sensing was 1:1 without clear evidence of over sensing. Post shock signal seemed to be slower and more stable in terms of cardiac complex morphology. Technical services cannot provide clinical diagnostics confirming if the treated rhythm was svt or ventricular tachycardia (vt). The hcp must determine which type of rhythm the patient had during this episode especially the second part. Besides the inappropriate shock, no other adverse patient effects were reported. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy while the patient was skiing, and the health care professional (hcp) was concerned the shock was delivered for supraventricular tachycardia (svt). Technical services was contacted and noted that the episode began with regular and fine qrs, with some noise observed which might be myopotential as the patient was skiing. The noise was correctly discriminated by the s-ICD. A few seconds later, the rhythm changed with more variable qrs, different morphologies and rate. However, sensing was 1:1 without clear evidence of over sensing. Post shock signal seemed to be slower and more stable in terms of cardiac complex morphology. Technical services cannot provide clinical diagnostics confirming if the treated rhythm was svt or ventricular tachycardia (vt). The hcp must determine which type of rhythm the patient had during this episode especially the second part. Besides the inappropriate shock, no other adverse patient effects were reported. No adverse patient effects were reported.